Event description:
Material no.: pig1260t. Batch no.: 0001374510. It was reported that the safety spring would not depress or activate, the white hub is not connecting properly to the clear hub of the safety needle, the blue part was cracked and the device leaked. Per complaint forms: two distinct failures/complaints were reported on 6 units of item pig1260t all on the same lot number, over a period of two days. It is not known which day each issue happened, this is the best I could gather from the customer. Complaint a) the white hub and valve to catheter/drainage line is not seating into the clear hub of the safety needle. Doctor would try to shimmy it or force it, if it was able to push into place, the safety spring would not activate nor could the devices be separated. Complaint b) the safety spring will not depress, and the red (in use/sharps activated) indicator is not exposed, and the needle cannot be used. The doctor can identify if the needle is problematic prior to inserting into the patient; to complete the procedure they would open another unit and try again. Currently, all lots on their shelf are this same lot number so the issue seems to be intermittent- some units in this lot work fine, others experience this issue. Doctor has to test the needle and connection to identify if it will work properly; if not it is making the procedure time longer and wasting supplies to complete properly. No harm/injury reported to the patient. Dr. Reported that a unit of pig1260t he used to complete a paracentesis procedure had a leaky valve on his blue pigtain catheter. He did not report any issues with the connection of the drain valve into the safety needle clear hub, and said the safety spring worked fine. He removed his safety needle after gaining access to the pleural cavity, and once he started draining experienced leakage of fluid from the cavity at the site of the blue pigtail catheter hub. He had to act fast, so he grabbed a tegaderm bandage and wrapped it around the blue portion and successfully stopped the leakage and was able to complete drainage for the patient. He was not 100% certain, but he said it seemed to be leaking from the distal end of the connector- he tested the connection of the hub of the catheter and it was tight, firmly on. Seemed like the blue portion was cracked, or leaking around the catheter portion. The item was disposed of due to an impending jcaho inspection, not able to return for inspection. Physician was concerned about potential airflow back into patient and preventing leakage to allow for complete drainage. No harm/injury was reported to the patient. Complaint on item pig1260t, 1 unit on lot number 0001374510. Dr. (B)(6) experienced a failure on the safety spring on the needle when it was attached to the pigtail catheter and drain valve, while testing it on a sterile field prior to inserting it into the patient for paracentesis. He had to open a second kit from the same lot, and discovered that kit worked without issue, so he was able to complete his procedure. Physician has to test the needle and catheter kit prior to using on a patient to make sure it works. Concerns about slowing down the procedure.

Manufacturer narrative:
The complaint sample was not provided for evaluation. However, a photograph was provided of the device. Without the sample for evaluation, we were unable to confirm failure mode as reported. There were no issues noted during manufacturing or quality inspections. A probable root cause could not be determined since it is a supplied component by our sister facility at bd/dominican republic. Since the component is a supplied part, a notification of complaint will be sent to supplier (bd/dr). The complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. H3 other text: see narrative.

Manufacturer narrative:
(B)(6): initial emdr submission. A follow up emdr will be submitted if additional information becomes available. No device returned to date.

Event description:
Material no: pig1260t, batch no: 0001374510. Per complaint forms: two distinct failures/complaints were reported on 6 units of item pig1260t all on the same lot number, over a period of two days. It not known which day each issue happened, this is the best I could gather from the customer. Complaint a) the white hub and valve to catheter/drainage line is not seating into the clear hub of the safety needle. Doctor would try to shimmy it or force it, if it was able to push into place, the safety spring would not activate nor could the devices be separated. Complaint b) the safety spring will not depress, and the red (in use/sharps activated) indicator is not exposed, and the needle cannot be used. The doctor can identify if the needle is problematic prior to inserting into the patient; to complete the procedure they would open another unit and try again. Currently, all lots on their shelf are this same lot number so the issue seems to be intermittent- some units in this lot work fine, others experience this issue. Doctor has to test the needle and connection to identify if it will work properly; if not it is making the procedure time longer and wasting supplies to complete properly. No harm/injury reported to the patient. Dr. Reported that a unit of pig1260t he used to complete a paracentesis procedure had a leaky valve on his blue pigtain catheter. He did not report any issues with the connection of the drain valve into the safety needle clear hub, and said the safety spring worked fine. He removed his safety needle after gaining access to the pleural cavity, and once he started draining experienced leakage of fluid from the cavity at the site of the blue pigtail catheter hub. He had to act fast, so he grabbed a tegaderm bandage and wrapped it around the blue portion and successfully stopped the leakage and was able to complete drainage for the patient. He was not 100% certain, but he said it seemed to be leaking from the distal end of the connector- he tested the connection of the hub of the catheter and it was tight, firmly on. Seemed like the blue portion was cracked, or leaking around the catheter portion. The item was disposed of due to an impending jcaho inspection, not able to return for inspection. Physician was concerned about potential airflow back into patient and preventing leakage to allow for complete drainage. No harm/injury was reported to the patient. Complaint on item pig1260t, 1 unit on lot number 0001374510. Dr. (B)(6) experienced a failure on the safety spring on the needle when it was attached to the pigtail catheter and drain valve, while testing it on a sterile field prior to inserting it into the patient for paracentesis. He had to open a second kit from the same lot, and discovered that kit worked without issue, so he was able to complete his procedure. Physician has to test the needle and catheter kit prior to using on a patient to make sure it works. Concerns about slowing down the procedure. This MDR report is regarding the event of leakage that occurred.